Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Additional information including patient's demographics requested, but was not provided.

Event description:
Dit was reported that fluid leaked out of the end of the texium tubing when it was not activated. Additional requested, but was not provided.